Event description:
During a polypectomy procedure, the physician used a cook disposable hemostasis clip. The clip was able to be closed onto the tissue, but some resistance was encountered during closing. The user felt a snap and the handle was unable to be moved. The clip could not be released from the deployment device and remained attached to the tissue site. When they tried to pull the clip to remove it from the pt, the clip removed some tissue. The clip was able to be opened up but would not function properly. The user was able to pull the clip and deployment device out of the endoscope to facilitate removal from the pt. Four clips were used to finish the procedure. A section of the device did not remain inside the pt's body. The pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
The product was returned to the approved clip supplier for eval. We confirmed the handle to be inoperable. The bottom of the handle screw component that secures the handle to the drive wire had been damaged as a result of the assembly process at the supplier level. The drive wire exhibited evidence that the handle screw component had been tightened appropriately during the assembly process. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. A sample test from this lot could not be conducted because none of the product from this lot remained in inventory. Conclusions: the returned device was confirmed to be damaged at the supplier level. The root cause is most likely an inadequately secured drive wire due to a damaged handle screw component. Prior to distribution, all disposable hemostasis clips are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: the appropriate personnel have been informed of this occurrence in an effort to heighten awareness. Based on the quality engineering risk assessment no corrective action is warranted at this time. Quality assurance will continue to monitor for complaint trends.